Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump was "overheating" throughout the night while the pump was not charging. There was no reported adverse impact to the customer's blood glucose level. The pump logs were reviewed and the pump was performing as expected.